Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during use it was noted that the pad became detached and black. Device was discarded and a new one opened. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No is the white tissue pad completely missing from the clamp arm of the device? It had become detached but all pieces retrieved. What is the product code for this complaint? None given by the hospital as they discarded the product and packaging.